Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead had detected atrial tachycardia/atrial fibrillation alerts due to noise oversensing which resulted in pacing inhibition and inappropriate mode switch. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.